Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
Pt reported elevated blood glucose of 15-16 mmol/l (270-288 mg/dl) due to a kinked infusion cannula. This occurred on (B)(6) 2011. Normal blood glucose is 5-9 mmol/l (90-162 mg/dl). On the morning of (B)(6) 2011, blood glucose was around 6-8 mmol/l (108-144 mg/dl). At 1:00 p.m., he went to church and got a blood glucose reading of 10 mmol/l (180 mg/dl). At 3:00 p.m., he went to a restaurant and got a blood glucose reading of 15-16 mmol/l (270-288 mg/dl). He danced during the night and got home at 2:00 a.m., and his blood glucose was 13 mmol/l (234 mg/dl). He changed the infusion set and noticed the infusion cannula was bent. He bolused 5 units of insulin. Blood glucose was in his normal range when he woke up the next morning. Pt has not had any concerns with the infusion sets since then. The pt did not require treatment from a health care professional or second party to address the issue. Additional details were not provided.